Event description:
Per the clinic, the patient experienced pain with the processor on and off head. The patient was placed under general anesthesia on (B)(6) 2025; in order to explant the device. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient also experienced an infection at the implant site.